Manufacturer narrative:
(B)(4). A sample was requested, but it is unknown if a sample is available at this time. A follow-up report will be submitted if additional relevant information becomes available.

Event description:
It was reported that a four-way large bore stopcock luer connector was not compatible with an ICU medical extension set. According to the report, the alleged defect occurred in the neonatal intensive care unit (nicu). The medication that was being administered was unknown. The alleged defect resulted in a leak of solution. On (B)(6) 2013, baxter contacted the charge nurse and the following information was obtained. The charge nurse reported the nurse was able to make the connection between the stopcock and the extension set. She clarified that the alleged defect was that the stopcock connector was too big for the extension set. Therefore, the line occluded and the neonate did not receive the medication due to a no flow. The medication being administered was dopamine. The nurse indicated as a result of the no flow, the neonate had no urine output for three days. Therefore, the facility stopped using the product and is looking for a replacement product. The charge nurse stated that she did not want to be contacted regarding this incident, and any follow-up information should be obtained through risk management. On (B)(6) 2013, baxter spoke with the risk manager regarding the reported event. The risk manager stated the facility will be completing a medwatch and will provide baxter with a copy once completed. The risk manager declined to provide further information until after the medwatch is completed and sent; therefore no additional information was received at this time.

Manufacturer narrative:
(B)(4). The unit of weight is grams. This option was unable to be selected. On (B)(6) 2013, the facility provided a copy of the facility medwatch (attached to this emdr) with the following additional information regarding the reported event. A 4-way stopcock was added to a non-baxter t connector for more fluid access to treat prematurity and provide intravenous (IV) fluids and nutrition. The IV infusions were set at 0.12ml rates +. Several hours after the infusion began; the patient became hypotensive and was started on dopamine. Hours after the patient became hypotensive, the patient's accucheck's (blood sugar levels) were in the 20's. The patient was then given a bolus of dio and dis. Over the next 48 hours, increased dopamine, lasix and IV boluses were given. On an unreported date, the patient was given intralipids in fentanyl drip, at which time, unspecified pumps alarmed multiple times. On an unreported date, tubing changes were made. After 3 days, it was noted that the fluids could not be flushed through the 4 way stopcock and the t connector. On the same day, the facility discontinued use of the 4 way stopcock and t connector. On an unreported date, the patient's blood pressure (bp) and urine output levels returned to normal. According to the facility, the actual sample will not be sent for evaluation. However, a companion sample is available. Additional information has been requested, but is not available at this time. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and determined to be caused by the baxter stopcock not functioning properly with the non-baxter set due to the size of the inner diameter (ID) of the male luer. It was determined that the non-baxter set and baxter stopcock only function correctly when the male luer mated to it is between 0.062 inches and 0.110 inches in inner diameter (ID). The ID of the stopcock was measured to be 0.127 inches, which is outside this range to be used with the non-baxter product. A review of all batch record documents was performed with no issues noted during the manufacturing process. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). It was confirmed the patient received intravenous (IV) infusions at a rate of 0.12ml/hr of dopamine, total parenteral nutrition (tpn), lipids, vancomycin and fentanyl with the 4-way stopcock for all 5 days of therapy with no interruptions. However, throughout therapy, there were multiple alarms on a non-baxter pump. It was clarified, that the patient was given a bolus of dextrose 10% and dextrose 15% IV fluids (previously reported as dio and dis). A no-flow condition was not observed, however intralipid was noted back flowing in the fentanyl. It was unknown when the leak occurred. The reported symptoms (decreased blood pressure, decrease urine output and decreased blood pressure) occurred after the leak was observed. There were no long term complications or renal issues noted at this time due to the reported issue. An unused companion sample was received for evaluation. Visual inspection was performed and the female and male luers were iso gauged with no issues found. The inner diameter (ID) of the male luer was measured and confirmed the reported problem. A follow-up MDR will be submitted when the investigation has been completed.